Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory, the catheter was visually inspected, and no external abnormalities were observed. The device was returned with the guidewire inserted, when attempting to remove the guidewire, a resistance was felt but it came out successfully. Upon inspection the guidewire, damage was found. A new guidewire was inserted in the catheter, and the device was deployed to basket and flower without difficulty.

Event description:
It was reported that during a farapulse case to treat atrial fibrillation, the farawave pulsed field ablation catheter encountered an issue with the guidewire becoming stuck. The physician was ablating the right inferior pulmonary vein (ripv) and had deployed the catheter in a flower configuration, ready to move within the atrium. When attempting to pull back the wire, the physician noted difficulty, mentioning it felt stuck in the lumen. Despite this, the physician managed to retract the wire fully into the catheter and continued the procedure. Suggestion was made to check the catheter, but it was at the physicians discretion to continue ablating in the flower configuration with the wire retracted. The procedure was completed successfully and there were no patient complications. Once the catheter was completely out of the body, the physician attempted to pull the wire out again, but it remained stuck and could not be removed. No tissue seen at the tip of the catheter or guidewire. The catheter was received for analysis.

Event description:
It was reported that during a farapulse case to treat atrial fibrillation, the farawave pulsed field ablation catheter encountered an issue with the guidewire becoming stuck. The physician was ablating the right inferior pulmonary vein (ripv) and had deployed the catheter in a flower configuration, ready to move within the atrium. When attempting to pull back the wire, the physician noted difficulty, mentioning it felt stuck in the lumen. Despite this, the physician managed to retract the wire fully into the catheter and continued the procedure. Suggestion was made to check the catheter, but it was at the physicians discretion to continue ablating in the flower configuration with the wire retracted. The procedure was completed successfully and there were no patient complications. Once the catheter was completely out of the body, the physician attempted to pull the wire out again, but it remained stuck and could not be removed. No tissue seen at the tip of the catheter or guidewire. The catheter is expected to return for analysis.